Event description:
Insertion post could not be removed from dental implant. Implant was removed no new implant was placed during the same session.

Manufacturer narrative:
Insertion post could not be removed from dental implant. Implant was removed no new implant was placed during the same session. Insertion post was not provided for analysis. Device history record was consulted. All parameters have been in the specification. User should have consulted IFU to prevent this from happen.

Event description:
Insertion post could not be removed from dental implant. Implant was removed no new implant was placed during the same session.